Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between june 17-18, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused during infusion. It was observed that the device finished the medication delivery six hours earlier than expected. This occurred during an infusion of unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.